Manufacturer narrative:
Complainant name: (B)(6). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, concentric, de novo target lesion was located in the tortuous and calcified left anterior descending artery. After pre-dilation was performed, a 2.75x16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent was deformed on its proximal end when it was at a 70% of its full deployment. The device was removed via a 6fr guide catheter. The procedure was completed with another of the same stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first 6 rows distorted, stretched and lifted distally from the stent profile. The crimped stent outer diameter (od) was measured and is within specification. Based on the complaint report and the analysis performed, stent damage most likely occurred due to a tortuous and calcified vessel. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, concentric, de novo target lesion was located in the tortuous and calcified left anterior descending artery. After pre-dilation was performed, a 2.75x16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent was deformed on its proximal end when it was at a 70% of its full deployment. The device was removed via a 6fr guide catheter. The procedure was completed with another of the same stent. No patient complications were reported and the patient's status was stable.